Event description:
On (B)(6) 2012 the lay user/patient contacted lifescan (lfs) alleging he was unable to check his blood glucose due to his onetouch ping meter displaying an "error 1" error message. Per the onetouch ping user guide, this message may mean there is a problem with the meter. The medical surveillance specialist (mss) spoke with the patient on (B)(6) 2012 and obtained the following information. The patient claimed the alleged issue began on the day he contacted lfs for assistance at approximately 2am. The patient reportedly manages his diabetes with novolog insulin through pump therapy and denied taking any action regarding his usual diabetes management routine in response to the alleged issue. The patient claimed he experienced symptoms of "sweating" between 3-4am that same morning. He informed the mss that he associated it with low blood glucose and self- treated by drinking milk and felt better after 10 minutes. He stated he tested on his back up meter and observed a value of "260mg/dl" at 4pm and could not recall taking any insulin upon obtaining that result. At the time of troubleshooting, the cca noted that the subject meter was not being used for the first time and a replacement meter was sent to the patient. This complaint is being reported because the patient claims he was unable to test his blood glucose due to the reported issue, and reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.the 510(k) # is k082590.